Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered and no longer responsive. Reportedly, the pump may have been hit against something. Customer's blood glucose level was not impacted. It was indicated that the customer will contact their health care professional for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.